Event description:
It was reported by the patient's mother via a social media comment that the vns nearly killed her son. The patient was not able to be identified using the patient's mother's last name and the mother did not wish to provide patient information. No additional relevant information has been received to date.